Event description:
The user facility's biomedical engineer reported that upon turning on the automated impella controller (aic) console, it displayed "system self check failed, change console immediately.¿ the team used a backup console for the procedure. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Data analysis: when the console was booted several log lines triggered reporting powermod_1 communication errors. Device analysis: console arrived in danvers. Aic was booted and the system self-check failure was reproduced. The console was opened and the interior was inspected. Corrosion on the pbm was found near super capacitors c69 and c70. Per the results of the clinical review and investigation, the root cause was determined to be contamination. This report is being filed as part of a retrospective review of historical records.